Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. No motion sensor test failure, device software error or check settings alarms noted during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer had received a check settings alarm on (B)(6) 2013 and was assisted with programming the insulin pump. Blood glucose value at the time was 189 mg/dl. He called back on (B)(6) 2013 to report that the insulin pump alarmed motor error, motor position encoder error, motion sensor test failure error and software error. The blood glucose at the time of the incident was 144 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.